Event description:
It was reported via a revision op report, that a 66 yo female patient, initial right total knee implanted with a logic tibia insert on (B)(6) 2015, underwent a right revision total knee arthroplasty procedure on (B)(6) 2022, approximately 6 years 8 months post the initial procedure. The patient was seen by the surgeon in the office with a failed right total knee replacement refractory to conservative management. Imaging was consistent with failed right knee arthroplasty. The patient was indicated for surgery. The patient was revised to a competitor¿s devices and transferred to the recovery room in stable condition. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6. Investigation results- the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to "implant failure" cannot be conclusively determined, insufficient information. There is no imaging information provided, no clinical symptoms, or description included in the revision operative report to determine the cause of the implant failure. Preliminary and postoperative diagnosis: right failed total knee arthroplasty. These devices are used for treatment not diagnosis. No other information is available.